Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned

Event description:
It was reported that the pump screen became frozen on the "preparing for cartridge" notification and the customer was unable to clear the notification. The customers blood glucose (bg) level was impacted (250 mg/dl). During troubleshooting with tandem technical support, the notification was able to be cleared and the customer took a correction bolus to stabilize bg level.